Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing (atp) therapy and shocks were delivered due to atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed that the device operated as programmed therefore recommended reprogramming enhancements. This ICD remains in service. No additional adverse patient effects were reported.